Manufacturer narrative:
The psm arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found the slow sweep measurements did not fail as differnet testing conditions may have applied in the field. The axis-2 brake was replaced as a precaution. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the slow sweep test during preventive maintenance. Although no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during preventive maintenance, the technical field specialist (tfs) replaced the patient side manipulator (psm) arm due to the arm failing the slow sweep test on axis-2. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument. The system was repaired by replacing the affected arm.